Event description:
Viavalve safety IV catheter 20g x 1". A piece of hair (appears to be an eye lash) was found in an individual 20g x 1" viavalve safety IV catheter package. This contaminant was noticed prior to utilizing the product. No pt was affected. There were 3 other catheters used from the same lot before the contaminant was noted in this package. The remainder of product lot was pulled at the facility. Pts that had a catheter placed from the lot were all followed for 30 days for any adverse outcome. No adverse outcomes were noted.